Event description:
It was reported that a vns patient had severe depression. The physician indicated the pt was noncompliant until sometimes in 2008. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
See scanned pages.